Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and is in the process of obtaining a new device as the current one is not under warranty.